Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) advised the home patient (hp) air had entered setup. The hp recycled the power and se 2367 alarmed. The tsr advised the hp therapy had ended and would need to start over with new supplies. The tsr explained to the hp prior to connecting self, they needed to check patient line to make sure line had completely primed and if the line is not completely primed, they needed to reprime prior to connecting self. The hp would start over with new supplies. The hc was operational. The samples are unavailable for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation: the system error 2240 alarm is confirmed due to the incomplete prime described by the home patient, which can introduce air into the system and cause the alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The patient is instructed to ensure that the patient line is properly primed prior to connecting. If additional relevant information is received a follow-up will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if additional relevant information is received.